Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97755, s/n (B)(6), revealed controller won't power on when recharger telemetry module (rtm) is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for unknown indications for use. It was reported that the rep said patient told him when the recharger plugs into the controller the screen will turn white. Issue appears to be random. Rep doesn't have device serial number and he wasn't sure if patient had checked the pin on the controller and recharger to see if anything is bent or broken. Rep to have patient call patient services specialist (pss) for further troubleshooting. The caller was not with the patient. The pt called back and reported they are unable to recharge the ins and re-reported the screen has gone white on the controller multiple times. Pt noted that they have only recharge the ins 5x since implant, and the rtm relay box on 1st and 2nd recharge has gotten warm, but not hot previously. Pt stated that they haven't noticed the recharger telemetry module (rtm) relay box has not been warm the last few times they have recharged. Pt reported their ins is currently dead, the controller is charged to 100%, and they are in a great mount of pain. Pss walked the pt through a controller reset and start charging the ins. Pt noted seeing the battery empty [81] screen, but after attempting to select recharge, the pt reported the screen did not progress to the charging screen. Pt unplugged/plugged the rtm into the controller 14x and moved the rtm cord to get the charging screens to appear. Pt selected continue and confirmed that the screen eventually went to the recharging screen, but the pt reported the screen did not show excellent or good. Pt noted the controller was at 100% and the ins was displaying a red battery, but the green light was flashing. Pt confirmed w/ pss that they recharging excellent after unlocking the screen. Charging issue was addressed over the phone, but pss is replacing the controller w/ repair. Pt noted during the call that they are very slender and the ins sticks out of their back, so they know where to place the rtm to get an excellent recharging quality. Additional information received from the patient. It was reported that the patient was very upset with what was going on. They received their replacement controller and were still having issue with charging their implant. They were able to connect to their implant with the recharger last night, but they disconnected it several times. When they connected with the recharger they could not bypass passive recharge mode. They confirmed that the controller screen no longer went white. The patient reset their controller and said that their implant battery was at 30% and the controller battery was at 100%. They were on group a (highlighted in green indicating that stimulation was on) with 4 programs available. The patient looked at the recharger for any visible damage and they noted that they have looked at all the external equipment and everything looked good. The patient inserted the recharger connector pin into the controller to start a charging session. The controller stayed on their therapy screen and didn't recognize the recharger was plugged in. The controller found the device wirelessly, but not when using the recharger. During the call the patient mentioned seeing the "software problem" message appear on their controller on july 20th and said that resetting the controller resolved the issue. The battery compartment door that they received for their controller replacement seemed to be the wrong one and they just kept their original battery compartment door from the controller that was replaced.